Manufacturer narrative:
Carefusion complaint number (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the touch screen is freezing up and they are unable to change the settings for the fio2 percentage and the alarm limits. It also looks like there are water spots inside the screen. There is no information if this event occurred on a patient. Customer advocacy has requested this information however has not yet received a response.